Manufacturer narrative:
The battery was returned and evaluated. The archive test data results were reviewed and it was determined that the battery was not used on the reported event date of (B)(6) 2014. The last known use of the battery was (B)(6) 2014 followed by a clock glitch. However, the archive test results revealed that an fet error occurred on (B)(6) 2014. Further analysis revealed no issues or discrepancies until the last entry into the archive of (B)(6) 2014. Based on the evaluation results, the reported complaint is confirmed and attributed to an fet error. The "fet (field effect transistor) test" determines whether electronic switches in the battery can open and close.

Event description:
Complainant alleged that on several different attempts, an autopulse li-ion battery was unable to be charged by a multi-chemistry charger. When the same battery was placed into the platform, the device will not power on. The battery indicates that it is "dead". No patient involvement was reported. No further information was provided.

Manufacturer narrative:
Customer also reported that the autopulse platform is rarely used and the batteries are cycled out every 2 weeks and tested in the multi-chemistry charger. The customer's other two li-ion batteries perform fine when tested in both the charger and the platform. Product in complaint was returned to zoll on 10/28/2014 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.